Manufacturer narrative:
Additional manufacturer narrative: there are many factors that could result in the need to explant a bioprosthetic valve, the most common of which is regurgitation. This complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, the device was not returned to edwards for analysis. The root cause for the insufficiency cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted.

Event description:
Per obtained medical records, the reason for the valve-in-valve procedure was due to pulmonary insufficiency. The patient was reported as having tolerated the procedure well and is in stable condition. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 29mm transcatheter valve, was implanted in the pulmonary position using a valve-in-valve procedure. The implant duration of the original device, a 31mm bioprosthetic mitral valve, at the time of the procedure was ten (10) years, one (1) month, twenty two (22) days. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.